Event description:
This was a diagnostic case accessed through the right femoral artery. The pt was not obese and no scarring, tortuosity, or calcification were observed. The axera procedure was completed without incident. Near the completion of the case, the pt had no pulse to the right foot. The physician believes that it was a flow limiting dissection at the entry of the sheath. The right sheath was removed. The physician attempted to repair the dissection via a contralateral approach (through the left femoral artery). The attempt to repair the artery via a balloon was unsuccessful. The pt was then taken to the operating room for vascular repair. The physician observed an estimated 15 mm flap where the sheath entered the artery, enough that it was flow limited. The surgeon snipped the dissection flap and sutured sheath access site. The pt recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.